Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 03-jun-2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015 for sterilization. Consumer stated she would like to make an appointment to her doctor to have essure checked because when having sexual intercourse she feel pelvic pressure and she thinks it may have moved. When that happens she has to stop sex. She also wants to get pregnant even though know that was not reversible. Ptc investigation result was received on 16-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 01-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued; case closed. Follow up information received on 13-oct-2016 from consumer via legal claim: this case is considered legal case from this date forward and was upgraded to incident due to intervention reported. On (B)(6) 2009, essure devices were inserted. Approximately three months after the implant, the plaintiff had an hsg (hysterosalpingogram) test that confirmed full occlusion of her fallopian tubes. In (B)(6) 2014, she experiencing severe, abnormal menstruation pain; severe, lower abdominal pain; abnormal, heavy bleeding; migraines; pain during intercourse; and painful urination. Over time, the plaintiff complained about these symptoms to her physician. She was forced to miss work due to her symptoms. On (B)(6) 2016, she underwent surgery to remove the essure devices. The surgery was performed. She was forced to miss multiple days of work in order to recover from this painful, invasive removal surgery. Since the removal surgery, her symptoms have mostly resolved. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and thinks it may have moved (understood as suspicion of dislocation). Upon follow-up receipt, case became legal and it was reported that plaintiff experienced severe lower abdominal pain and abnormal heavy bleeding (seen as genital haemorrhage) amongst non serious events. A surgical removal of devices was performed. All events are anticipated in the reference safety information for essure. Suspicion of dislocation (not confirmed), lower abdominal pain and genital bleeding/menstrual pattern changes may occur during essure therapy. Giving the temporal relationship and the lack of plausible alternative explanation, these events were considered related to essure. This case was regarded as incident, as a surgical intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('when having sexual intercourse I feel pelvic pressure and I think it may have moved/migration of essure device / expulsion of essure device, migration of essure device location of device: uterus,'), abdominal pain lower ('severe lower abdominal pain/ cramping'), genital haemorrhage ('abnormal heavy bleeding') and nervous system disorder ('neurological conditions or problems') in a 33-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and uterine bleeding. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced nervous system disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), nausea ("nausea") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"), 4 years after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), urinary tract infection ("urinary tract infection"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : acid reflux"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysuria ("painful urination"). On (B)(6) 2016, the patient experienced procedural pain ("painful invasive removal surgery"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced pelvic discomfort ("when having sexual intercourse I feel pelvic pressure and I think it may have moved"). The patient was treated with antibiotics, ibuprofen, paracetamol (tylenol) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain lower, genital haemorrhage, dyspareunia and procedural pain had resolved, the nervous system disorder, pelvic discomfort, dysmenorrhoea, dysuria, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, hormone level abnormal, headache, cystitis, urinary tract infection, vaginal infection, nausea, gastrooesophageal reflux disease, alopecia, weight increased, weight decreased, bladder disorder and urinary tract disorder outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for device expulsion and pelvic discomfort with essure. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure dates of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Biopsy endometrium - on an unknown date: saline hysteroscopy was performed-essure coil seen on left tube and removed with forceps, essure coil not seen on right tube urine pregnancy test is negative. Patient tolerated procedure well.. Hysterosalpingogram - on (B)(6) 2009: results: bilateral fallopian tube occlusion. Hysteroscopy - on (B)(6) 2009: patient had hysteroscopy with essure bilateral tubal ligation, the left and right tubal ostia were identified and the essure devices were implanted in each tube leaving 5 to 7 coils visible in each tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received : event, "gastrointestinal or digestive system condition type" was updated to "gastrointestinal or digestive system condition type: acid reflux.". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("when having sexual intercourse I feel pelvic pressure and I think it may have moved/migration of essure device"), abdominal pain lower ("severe lower abdominal pain/ cramping"), nervous system disorder ("neurological conditions or problems") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years after insertion of essure, the patient experienced nervous system disorder (seriousness criterion medically significant), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), alopecia ("hair loss"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In march 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and dysuria ("painful urination"). On (B)(6) 2016, the patient experienced procedural pain ("painful invasive removal surgery"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced pelvic discomfort ("when having sexual intercourse I feel pelvic pressure and I think it may have moved"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with panadeine co (tylenol #3), surgery (essure was removed on (B)(6) 2016) and surgery (essure was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, genital haemorrhage, dyspareunia and procedural pain had resolved, the nervous system disorder, pelvic discomfort, dysmenorrhoea, dysuria, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, hormone level abnormal, headache, cystitis, urinary tract infection, vaginal infection, nausea, gastrointestinal disorder, alopecia, weight increased, weight decreased, bladder disorder and urinary tract disorder outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for device dislocation and pelvic discomfort with essure. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion. On (B)(6) 2009, patient had hysteroscopy with essure bilateral tubal ligation, the left and right tubal ostia were identified and the essure devices were implanted in each tube leaving 5 to 7 coils visible in each tube. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received: patient¿s other relevant history added. Events added as follows:- vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, hormone level abnormal, headache, cystitis, urinary tract infection, vaginal infection, nausea, nervous system disorder, alopecia, weight increased, weight decreased, abdominal pain, bladder disorder and urinary tract disorder. On (B)(6) 2018: medical record received: lab data updated. Processed with follow up no.7. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: risk group updated (to iii) due to removal of essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: risk group updated (to iii) due to removal of essure in quality safety evaluation of ptc company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and thinks it may have moved (understood as suspicion of dislocation). Upon follow-up receipt, case became legal and it was reported that plaintiff experienced severe lower abdominal pain and abnormal heavy bleeding (seen as genital haemorrhage) amongst non serious events. A surgical removal of devices was performed. All events are anticipated in the reference safety information for essure. Suspicion of dislocation (not confirmed), lower abdominal pain and genital bleeding/menstrual pattern changes may occur during essure therapy. Giving the temporal relationship and the lack of plausible alternative explanation, these events were considered related to essure. This case was regarded as incident, as a surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("when having sexual intercourse I feel pelvic pressure and I think it may have moved/migration of essure device / expulsion of essure device, migration of essure device location of device: uterus,"), abdominal pain lower ("severe lower abdominal pain/ cramping"), genital haemorrhage ("abnormal heavy bleeding") and nervous system disorder ("neurological conditions or problems") in a 33-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and uterine bleeding. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced nervous system disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), nausea ("nausea") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"), 4 years after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysuria ("painful urination"). On (B)(6) 2016, the patient experienced procedural pain ("painful invasive removal surgery"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced pelvic discomfort ("when having sexual intercourse I feel pelvic pressure and I think it may have moved"). The patient was treated with antibiotics, ibuprofen, paracetamol (tylenol) and surgery (essure was removed on (B)(6) 2016 and essure was removed on (B)(6) 2016, salpingostomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain lower, genital haemorrhage, dyspareunia and procedural pain had resolved, the nervous system disorder, pelvic discomfort, dysmenorrhoea, dysuria, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, hormone level abnormal, headache, cystitis, urinary tract infection, vaginal infection, nausea, gastrointestinal disorder, alopecia, weight increased, weight decreased, bladder disorder and urinary tract disorder outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for device expulsion and pelvic discomfort with essure. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure dates of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Biopsy endometrium - on an unknown date: saline hysteroscopy was performed-essure coil seen on left tube and removed with forceps, essure coil not seen on right tube urine pregnancy test is negative. Patient tolerated procedure well. Hysterosalpingogram - on (B)(6) 2009: results: bilateral fallopian tube occlusion. Hysteroscopy - on (B)(6) 2009: patient had hysteroscopy with essure bilateral tubal ligation, the left and right tubal ostia were identified and the essure devices were implanted in each tube leaving 5 to 7 coils visible in each tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received, reporter added, event device dislocation was recoded to device expulsion, events onset date added, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("when having sexual intercourse I feel pelvic pressure and I think it may have moved/migration of essure device"), abdominal pain lower ("severe lower abdominal pain/ cramping"), nervous system disorder ("neurological conditions or problems") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years after insertion of essure, the patient experienced nervous system disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), alopecia ("hair loss"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysuria ("painful urination"). On (B)(6) 2016, the patient experienced procedural pain ("painful invasive removal surgery"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced pelvic discomfort ("when having sexual intercourse I feel pelvic pressure and I think it may have moved"). The patient was treated with paracetamol (tylenol), antibiotics, ibuprofen, surgery (essure was removed on (B)(6) 2016, salpingostomy) and surgery (essure was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, genital haemorrhage, dyspareunia and procedural pain had resolved, the nervous system disorder, pelvic discomfort, dysmenorrhoea, dysuria, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, hormone level abnormal, headache, cystitis, urinary tract infection, vaginal infection, nausea, gastrointestinal disorder, alopecia, weight increased, weight decreased, bladder disorder and urinary tract disorder outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for device dislocation and pelvic discomfort with essure. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion on (B)(6) 2009, patient had hysteroscopy with essure bilateral tubal ligation, the left and right tubal ostia were identified and the essure devices were implanted in each tube leaving 5 to 7 coils visible in each tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. On 12-jul-2018: pfs received- treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.